Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch. No further testing could be performed due to keypad anomaly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive when attempting to clear a battery out limit alarm. The customer stated they did not leave their batteries out for a longer time than allowed by the insulin pump. Customer's blood glucose was 178 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.